Event description:
Safecycle 40 is a self-contained system for the collection, containment, transport, and disposal of fluid waste generated during surgical and diagnostic procedures. During a routine procedure, fluid was being collected through the vacuum/collection lines. Upon reaching volume capacity, the volume sensor did not activate the automatic shut-off valve. As designed, the back-up manual shut-off valve activated. However, approximately 100cc of fluid remaining in the vacuum/collection line backflowed through the line. No pt exposure occurred.